Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted in 2008. On (B)(6) 2013, the patient had an excision of the mesh due to vaginal erosion in the posterior compartment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years.